Event description:
A 10 f soundstar 3 d diagnostic ultrasound catheter was introduced into a 10 fr sheath unto the heart. There was very poor image quality visualizing the septum of the heart. The catheter was removed with another one used without any difficulty.